Event description:
New information received notes that the patient presented in clinic for follow-up. Upon interrogation, the implantable cardioverter defibrillator (ICD) exhibited inappropriate therapy due to incorrect interpretation of signal. The physician decided to alter patient's medication to resolve the issue. There were no patient consequences.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient received inappropriate therapy from the implantable cardioverter defibrillator. Patient condition unknown.